Manufacturer narrative:
The reported complaint that the thermogard ivtm system (sn (B)(4) displayed "factory configuration not complete" message was confirmed during functional testing and event log review. The root cause of the reported complaint was due to the console no longer recognized it's own calibration data likely attributed to lost calibration data. During visual inspection, no physical damage was observed on the thermogard console. The review of the event log showed multiple mid:27 (malf_eeprom) error messages that caused the console to display the "factory configuration not complete" message, thus confirming the reported complaint. During functional testing, the thermogard console displayed a "factory configuration not complete" error message upon powering on, thus confirming the reported complaint. The root cause of the reported complaint was due to the console no longer recognized it's own calibration data likely attributed to lost calibration data. Factory calibration test was performed on the console and passed. Following service, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During console check, customer reported that the thermogard ivtm system (sn (B)(4) displayed "factory configuration is not complete" message. No patient involvement.